Event description:
Based on information reported to davol: the operating room was unpacking simpulse products when they noted that two products out of a case of ten were broken at the edge with an opening in which the product was visible. The outer box was not damaged. The damage was noted upon receipt of the product and there was no patient involvement. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
It was alleged that the operating room was unpacking simpulse products and two of the ten packages were broken at the edge with an opening in which the product was visible. The two devices were returned and visual examination confirmed that the units had various degrees of cracked/broken blisters. A review of the device history record for this product lot found no manufacturing discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.